Event description:
The caregiver (cg) returned the call from product surveillance on (B)(6) 2011 regarding a separate issue when the cg stated that last night when she hooked the home patient's (hp) cycler that she noticed some fluid underneath the door. The cg said that she told the hp that there might be a leak but he did told her to continue using the set up. The cg stated that there were no alarms during the night and the hp was able to complete therapy using the set up. The cg said that she "hugs" each bag tightly to make sure there is no leaks before setting up. When the cg stated that she did not think to check the cassette the next morning to see if there was a hole in the cassette membrane or the tubing. The cg discarded all samples and did not know the lot number. The cg was advised to tell the nurse regarding the leak. The hc was operational. There was patient involvement.

Manufacturer narrative:
(B)(4).the complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. The sample was not returned, so no evaluation could be performed and no batch review was done since the lot number was unknown.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.